Manufacturer narrative:
The product analysis indicates the reported issue of overheating was confirmed. The nose, middle housing, collar, shaft, and bearing were dirty and rusty. The motor cable assembly, bearings, and other parts were replaced. The handpiece was repaired and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial inspection indicates that the reported issue of overheating was confirmed and the handpiece was noisy. The one-minute pre-repair temperature test results are as follows: 27.8 degrees c at the rear, 33.5 degrees c at the middle, and 49.3 degrees c at the nose. Remaining analysis results are pending completion of the evaluation. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a few minutes after starting the tympanoplasty, the handpiece overheated. A back-up device was used to complete the procedure. There was no patient impact or injury.